Event description:
It was reported that, during a procedure on (B)(6) 2022, when attempting to place the lead, neuromonitoring reported a loss of motor function on the right leg and foot. In turn, the procedure was aborted. The patient regained motor function in pacu.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.